Event description:
(B)(4). I wanted to add the side effects that are contributing to my essure. I had it done in 2011. I had to go in twice because it would not take the first time in my right tube due to extreme spazzing. I have had extreme bleeding since. I became pregnant about 9 months later. The dr was worried about my uterus because it was very thin. I was high risk. I ended up having an emergency csection a month early and had a tubal at that time. My dr said he removed my tubes and coils. Since then I have been extremely foggy and forgetful, constant abdominal pain ( sometimes to where I feel I'm having a prolapse), my heart has begun having palpitations to where it scares me several times a day, I am bloated as well. Feeling like I was prolapsing about a month ago I went to my dr and asked him about it and wanted to see my medical records. Come to find out my coils were never removed and are imbedded in my uterus. The dr did not even send my tubes to pathology. Nothing was sent. I was lied to. Now he feels I need a partial hysterectomy. I done know what to do as I do not want to go through another operation. I do not know if my device was provided by my insurer.